Event description:
It was reported that the device was used during a cholecystectomy, the clip could not be loaded normally. The procedure was completed with another device. There were no adverse consequences to the pt.